Manufacturer narrative:
The reported complaint of the icy catheter (lot 195762) leak was confirmed during functional testing. A water emission/leak was observed from the proximal luer port and at the proximal infusion lumen opening hole during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. A visual inspection of the returned catheter was performed. No physical damage was observed on the catheter. Blood residue was observed in the luered tubings. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a water emission/leak was observed from the proximal luer and at the proximal infusion lumen opening hole during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot # 195762.

Event description:
The icy catheter (lot # 195762) was inserted into the patient's right femoral vein for ivtm therapy. With the patient's temperature at the beginning of the therapy at 36 degrees celsius, the thermogard console was utilized for only 2 hours due to the absence of fever. The incident took place during the maintenance phase of treatment when a decrease in saline volume was observed in the bag with approximately 60 ml of saline infused into the patient without triggering any console alarms. The catheter leak was suspected. The ivtm therapy was discontinued, and temperature management was completed without utilizing alternative devices, as the patient remained stable thereafter. No consequences or impacts on the patient.